Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged loosening of the symphyseal plate could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device not available.

Event description:
The manufacturer became aware of a literature published by the department of orthopaedics and traumatology, (B)(6) hospital, university (B)(6). The title of this report is ¿minimally invasive reduction of vertically displaced sacral fracture without use of traction table,¿ published on (B)(6) 2011, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at doi 10.1007/s10195-011-0132-4. This report includes analysis of the clinical data that was collected on 11 patients, and the cases in this study range from april 2007 to march 2008. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 1 patient experienced loosening of the symphyseal plate, which required removal of hardware. The report states, ¿in one case, aseptic loosening of the symphyseal plate was detected at 2-months follow-up; the hardware was removed 10 days later, without need for further fixation.¿

Event description:
The manufacturer became aware of a literature published by the department of orthopaedics and traumatology, (B)(6) hospital, (B)(6), italy. The title of this report is ¿minimally invasive reduction of vertically displaced sacral fracture without use of traction table ¿, published on february 24, 2011, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at doi 10.1007/s10195-011-0132-4. This report includes analysis of the clinical data that was collected on 11 patients, and the cases in this study range from april 2007 to march 2008. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 1 patient experienced loosening of the symphyseal plate, which required removal of hardware. The report states, ¿in one case, aseptic loosening of the symphyseal plate was detected at 2-month follow-up; the hardware was removed 10 days later, without need for further fixation. ¿

Manufacturer narrative:
H1: this is not a summary report. The number of events summarized field is blank as this MDR submission pertains to one patient. Link to the published article: https://link.springer.com/article/10.1007/s10195-011-0132-4.